Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump did not work. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactured the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The touchscreen was returned to sorin (B)(4) for evaluation. Testing found that liquid had infiltrated the touchscreen, causing it to fail. How the liquid infiltrated the touchscreen is unknown. No further action is deemed necessary.